Manufacturer narrative:
The subject device was received at olympus service business center, however, pending device evaluation. The device evaluation has not yet started. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a therapeutic pancreatectomy procedure, the device probe broke apart after several alarms. Several code of error u509 showed on the error log file. A portion of the jaws then became detached from the device. The detached portion was able to be retrieved. The device was replaced and the intended procedure was completed using another device. An additional time of five (5) minutes was reported in the procedure , however, the additional time did not impact the outcome of the procedure . There was no patient harm, no patient consequences due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Correction to h4, information was inadvertently not included on the initial medwatch. The device was returned and an evaluation was completed for it. During inspection, olympus confirmed the reported event, the probe was broken. Scratches on the broken surface of the probe were observed. It was also discovered that the coating of the scratched area was peeled off. Upon inspection of the broken surface of the probe, it was discovered that the crack was progressing from the scratches. Additionally, a probe error code was noted, peeling off of the coating; however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probe broke due to contact with a surgical instrument or the non-insulated area of grasping section. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area and the error occurred. 4) a force was applied to the probe causing it to break. The following information is included in the instructions for use (IFU): ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ olympus will continue to monitor the performance of this device.